Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was over 431mg/dl. The customer states the pump alarmed for low reservoir the customer was advised on pump adjustments. The customer attributes the highs to having reservoir out of the pump. The customer declined to troubleshoot.